Manufacturer narrative:
Updated investigation conclusion code to reflect completed investigation details.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 black spots were noted on the foley catheter. Due to this, the catheter was removed and replaced. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Black spots were noted on the foley catheter".